Event description:
It was reported by clinician that when they "gave magnesium as an IV piggyback that after the secondary completed the rate of the primary fluid could be increased without the same safety limits as the magnesium, even though there was still med in the line." The customer provided additional information "after some investigating, I do not think it was an event but could have been a problem if it was not caught. The ob staff was concerned that the magnesium medication that was running as a secondary bag switched to the faster primary bags rate when the vtbi was completed. However, there was still magnesium in the bag and it was now running too fast." There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.